Manufacturer narrative:
Analysis was unable to prime during the prime/ test due to loose motor support disk. The battery was inserted several times. No reset noted during testing. The motor rewind properly. No stuck in rewind noted. All buttons function properly during keypad button test. However, moisture damage was noted on keypad traces.

Event description:
The customer reported via phone call that the insulin pump would get stuck in rewind. The customer reported that the insulin squirted as well. The customer reported that the insulin kept dripping out after the motor stopped. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.